Event description:
It was reported that this atrial lead was non-functional due to an unspecified issue. The lead was surgically abandoned during a revision procedure unrelated to this product. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).